Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 13-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not opened. A technical support specialist (tss) remotely accessed the cabinet and confirmed that there were no system issues with the drawers. However, during testing, drawers 02 and 03 initially failed to open. With the customer's assistance, drawer 03 was opened, revealing that a cubie in the drawer below was obstructing proper operation. Once the cubie was cleared, all drawers opened and closed without issue. After handling the cubie in drawer 03, drawer 02 also opened normally. The customer was then able to dispense the medication successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini drawer failed to open when user tried to issue medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.